Event description:
Pt went to an otolargygologist's office for an exam of sinuses. To examine sinuses, dr inserted a flexible tube up into nose & down to throat. Upon removing the scope, he inadvertently stimulated vagus nerve which caused an immediate drop in blood pressure and pt fainted. His exmination chair did not tip backwards nor did it have any restraining belt. When pt passed out, their head dropped forward, and so did their body; pt ended up rolling out of chair & landing head first on his concrete floor, then sliding face down over 5 feet across his floor. Pt had multiple lip and face lacerations, a broken nose, squashed sinus cavity, and many pulled ligaments & muscles. His chair is not a "medical device." Pt was advised when they woke up & he was treating them that passing out during this procedure is very common, and he had had 3 people that week who had passed out. The standard "safety procedure" is for the dr to catch the pt to keep them from falling out. Pt weighs over 250 ponds- "catching" the pt to keep them proved impossible for the dr. Pt has significant memory problems now which have cause them to have to stop working, as well as lip scar tissue and change in appearance, and breathing and sinus problems from injuries. In doing some research, pt finds out none of any otolaryngologist's exam chairs tip back -which may have prevented pt from rolling forwards & out of it- nor do they have any type of restraint. Pt feels chairs need to be retrofitted with restraint belts. Pt does not know of the exact name or brand of this dr's chair, but the problem is with all chairs.